Manufacturer narrative:
This is one of two events concerning the same patient. The alleged event is not confirmed. The device was not returned tot he manufacturing plant for investigation. A device history review could not be performed since the serial number of the alleged device is unknown.

Event description:
Medical records received for an unrelated customer experience indicate that the peritoneal dialysis patient had a hernia repair on two separate occasions. Follow up with the peritoneal dialysis nurse indicated that the patient had hernia repair on (B)(6) 2017. It was reported that the patient¿s hernia developed after the patient started peritoneal dialysis treatments. Additional information was solicited.

Event description:
Additional information was solicited and received. Information obtained on 23/may/2018 through follow-up and medical record review for file (B)(4), revealed this (B)(6) male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2017 for surgical repair of a right inguinal hernia. The surgical summary states the patient was admitted for laparoscopic repair of a right inguinal hernia. According to the notes, the procedure was successfully completed and the patient was discharged (date unknown). Additional follow-up with the peritoneal dialysis registered nurse (pdrn) revealed the hernia developed concomitantly to pd therapy. No additional information is available at the time of this clinical investigation.

Manufacturer narrative:
A temporal relationship exists between ccpd therapy with the liberty cycler and the patient¿s inguinal hernia which required hospitalization for surgical repair of the hernia. Hernias are a commonly known complication in pd therapy due to physiologic increased abdominal pressure from the dialysate during pd treatment. Therefore, a possible association exits between ccpd therapy with the liberty cycler and the patient¿s inguinal hernia. Additionally, the liberty cycler was not returned to manufacturer for product investigation. Therefore, it cannot be determined if the liberty cycler had any prior incidence of malfunction that could have caused or contributed to the patient¿s event of inguinal hernia.